Event description:
Medics were attempting to resuscitate a patient in cardiac arrest but after successfully administering two (2) shocks of 120 and 150 joules to the patient, the device displayed a "bridge test failed" message and would not charge energy. The medics were able to continue to monitor the patient's heart-rhythm, unfortunately, they were unable to defibrillate the patient. The patient subsequently expired.